Manufacturer narrative:
No audio or beep anomaly noted. However, unit failed to vibrate during self test due to vibrator motor connector broken black wire. Unit had stripped battery cap coin slot (p), cracked lcd window, cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump makes odd sound during vibrate. The customer¿s blood glucose level was unknown. The customer stated they were not able to remove the battery cap. The insulin pump was damaged at the corner of display. Insulin pump is currently beeping and vibrating. The customer was unable to perform self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.